Manufacturer narrative:
DHR review completed by the manufacturing facility. There were no issues noted during manufacture. Actual device returned for examination. Eyelets on actual, returned catheter were found to be smooth. Post marketed performance data reviewed and no trend observed. It cannot be determined if the use of the onli hydrophilic catheter usage caused or contributed to end user's reported uti. No conclusion can be drawn regarding the root cause of the end user's reported uti.

Event description:
It was reported that the end user first started using the onli catheters (B)(6) 2017. He had a uti in (B)(6) 2017. He said that there are periodic issues with the coating on the catheter and the eyelets of the catheter catch on his urethra and tug on it. It causes him pain. He recently had a ua which showed he had a uti. He was prescribed amoxicillin. It is not known if the catheter caused the uti.